Event description:
On 2016-06-23, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml at a dose of 720 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, logs revealed a motor stall occurred. On (B)(6) 2016, an alarm for the motor stall was activated. The pump was currently sounding. The pump was programmed, but the motor stall remained. A pump replacement would be planned soon. The patient did not have any underdose symptoms and was described as feeling fine.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues on the gear train of the motor. Analysis identified stall due to shaft-bearing on the gear train of the motor. Analysis identified no anomalies in relation to the alarm. Eval code-result updated.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
On 2016-07-26, additional information was received from a foreign manufacturer representative (rep). It was reported that the pump was replaced on (B)(6) 2016 and remained at the hospital. The rep was unable to identify if more that one motor stall occurred due to the pumps location. The motor stall did not recover. The cause of the motor stall could not be determined, but magnetic resonance imaging (MRI) could be excluded. The patient was feeling fine and receiving effective therapy. The pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.